Manufacturer narrative:
Continuation of d10: product ID a820 lot# unknown: product type software product ID hh9020tdd lot# rf8t606axyp: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal baclofen (unknown) and morphine (unknown) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient reported the personal therapy manager (ptm) was taking a long time to connect to the pump since about a month ago. Patient stated the ptm get stuck at 90% when connecting and it takes a long time to connect. Patient stated they get 2 bolus a day. Agent assisted patient with closing out of all running applications, clear data on the handset, and deactive the tutorial. The troubleshooting steps that were taken on the call resolved the issue. Patient service reviewed if the issue continue to call patient service for assistance.